Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that her insulin pump was alarming no delivery. Nothing further was reported.